Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during functional endoscopic sinus surgery procedure. It was reported that, the surgeon was unable to verify the straight suction. They tried several things: maneuvering the suction slightly and holding, switching emitter trackers, approaching the divot from different direction. Ultimately, they were unable to verify but proceeded with the malleable suction. All other instruments verified with no issues, the representative believed this was an issue with the suction itself. There was a patient present and delay was less than an hour.